Manufacturer narrative:
The investigation into the pump migrating to, and adhering to, the aortic valve has not completed. The product, logs, and imaging have not yet been returned for analysis. The cause of the damage to this valve is unknown at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A (B)(6) male was admitted to the hospital suffering from cardiomyopathy. For hemodynamic support the team placed an impella 5.0. The 5.0 was placed as the patient awaited an lvad in surgery. After 31 days of successful support the 5.0 was explanted. The abiomed rep was notified that they had observed that the pump was adhered to the to the aortic valve leaflet. The team surgically removed the pump and placed va ECMO for 2 days while they prepared for the surgical lvad. The pump had been used beyond indication when the valve was compromised. The patient survived and an lvad was placed.